Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once, with no misload reported. The valve load was verified via fluoroscopy. A pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic (vacs ii, osypka) balloon due to asymmetric leaflet calcification. The valve was partially deployed. At 80% deployment, an infold was noted to the 4 and a half nodes. The valve was recaptured and removed. A new valve was used. The valve was deployed two times and recaptured due to a high positioning and a dislodgement. The valve was successfully implanted on the third attempt. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop34, serial/lot #: (B)(6), ubd: 11-oct-2023, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: the valve was received loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory. An infold was observed as the valve was being deployed. All leaflets were stiff and exhibited signs of severe creases and imprints; conditions possibly associated with the valve being in the crimped and loaded position inside the delivery system for an unknown duration of time. All leaflets were partially closed with a large gap between the free margins. All commissures appeared intact. The valve was received in a compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. The dcs handle appeared intact. The dcs was received with the nosecone over-captured by the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deplo yed with an infold. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. The reported of positioning difficulties could not be confirmed in the analysis. Image review: images were submitted to medtronic for review. The image snip from the 3mension report confirms native valve calcifications. Case cines were also provided for review and the images were taken from the fluoroscopic valve load inspection. Both images show inflow crown infolding beyond the 4th node. This indicates a misload according to the instructions for use (IFU). It is also noted that valve appears to be only partially deployed. This valve was recaptured and a new valve and dcs was used. The second valve load is loaded correctly as inflow crown overlap extends past the 3rd node and stops before the 4th. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Based on image review, inflow crown infolding beyond the 4th node, this indicates a misload according to the IFU. The valve infolding is most likely due to a misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the device IFU contains instructions to use the integrated loading bath which features a mirror to ensure tha t all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.